Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): helix/lobe distorted/bent. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism and apparent explant damage.

Event description:
It was reported that following implant of the right atrial lead was repositioned two times as it "would not stay attached". The lead was removed and replaced. No patient complications have been reported as a result of this event.